Manufacturer narrative:
An unexpected transition to a system malfunction state can occur on the carestation 600 series systems. If the system malfunction is left unresolved, it could result in loss of mechanical patient ventilation, which could lead to hypoxia. Ge healthcare is initiating and will be reporting a field modification for this issue per 21 cfr 806. The gehc internal field modification number is fmi 34082.

Manufacturer narrative:
Ge healthcare technician could not duplicate the reported issue. However, the acb watchdog was found on the error log and the acb (anesthesia control board) was replaced. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, system malfunction occurred during the surgery. It recovered by turning on the power again. There was no reported patient injury.